Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative tested the device. The compressor started and after a while the mains power was tripped. The reported issue was traced back to a defective cooling compressor due to degradation of cooling coil leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor. It is likely that the device will not be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not cool on cardioplegia circuit. Upon livanova technician visit on site, the device tripped the mains power during service. There was no report of patient injury.